Event description:
The report from the across study indicated that, approx nine months after the index procedure, during the follow-up period one area of stent fracture was indentified between the second and third cypher stent in the area of their overlap. The cypher stents indentified were two (2) cypher 2.5 x 28 mm stents. There was no reported restenosis or flow limitations noted due to the reported stent fracture. The problem was noted by angiography, no ivus was done. The pt was asymptomatic. No add'l intervention was done due to the reported problem. There was no problem noted with the other cypher stents implanted during the index procedure.

Manufacturer narrative:
The target lesion for the index procedure was the distal right coronary artery (rca). The lesion was reported to be: de novo, 20 mm in length, vessel diameter of 2.5 mm, a 100% occlusion, and type c. A total of six (6) cypher stents were implanted in overlapping fashion: three (3) cypher 2.5 x 28 mm stents (stents #1, #2, and #3), two (2) cypher 3.0 x 33 mm (stents #4 and #5), and a cypher 3.0 x 18 mm stent (stent #6). The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2006-00573, and #3003742446-2006-00574.